Manufacturer narrative:
Section d1 and d4 were corrected. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation with the reported event of driveline power fault alarms and log files were submitted for review and downloaded from the returned system controller. A review of the log files showed overlapping events spanning approximately 8 hours (24mar2024 00:52:41 to 09:08:41 per time stamp). On 24mar2024 at 00:52:41, a driveline power fault alarm activates due to a power_b_broken fault. The alarm remains active until the driveline is disconnected for a system controller exchange at 09:07:41. There were no other notable events active in the log file. Pump operation was not affected. The returned system controller (serial number: (B)(6)) was functionally tested with the returned modular cable (lot number: 7748586) and a driveline power fault alarm was reproduced and isolated to damage on the returned modular cable. The system controller was tested independently of the returned modular cable and operated as intended and was able to support the system as intended. The reported alarms were unable to be correlated to an issue with the system controller and will be further addressed under the modular cable investigation. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured driveline power b faults on 24mar2024. The log file from the new controller and modular showed the driveline fault alarm did not return and the data that monitors the driveline power lines had returned to normal.